Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. One device was received. Per visual inspection, cracked on top case, bottom case, and right plunger case. Per functional testing, base hardware failure was found at power up. The complaint was confirmed. The cause was the interconnect printed circuit board (pcb) does not work as intended. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced interconnect pcb. Replaced top case, bottom case and both plunger cases for physical damage also replaced battery for battery communication timeout error that was found during repair. The device passed all the functional tests.

Event description:
It was reported that the device had base hardware failure. There was no delay in therapy. There was no physical damage reported and unit was not dropped. There was no patient involvement, and no harm/adverse event was reported.